Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event (date patient fell and sustained a second, postoperative femoral fracture) was reported as the weekend of (B)(6) 2015¿exact date is unknown. This report is for one unknown tfna nail. Part and lot numbers were not provided by reporter. UDI is unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a trochanteric fixation nail advanced (tfna) system implanted on (B)(6) 2015 to treat a femur break. During the weekend of (B)(6) 2015 the patient fell and broke her femur distal to the tfna implants. Patient was taken back into surgery on (B)(6) 2015 and was revised with a longer tfna to treat both the initial and new fractures. The original implants were easily removed and none of the devices were broken. The revision surgery was successfully completed without any delays to surgery. This report is for one unknown tfna nail. This report is 2 of 2 for (B)(4).